Manufacturer narrative:
H3 analysis: the product has not been received for analysis. Without device return, evaluation is limited. User indicated no sharp objects were in place near the product. Device return has been requested. If product is returned and a cause determined, a supplemental MDR follow-up report will be sent to FDA. Conclusion: no pt event. No device return. At this time no conclusion can be drawn for the reported product problem.

Event description:
Information received indicates that during bypass, a blood leak was detected from a small hole in the cannula located next to the wire enforced section of the unit. The product was changed out during the case with no significant blood loss noted and with no reported consequence to the pt.